Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated. Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30706, 3006705815-2020-30707, 3006705815-2020-30708. It was reported that the patient experienced a post-operative infection. Surgical intervention took place in (B)(6) 2019 (exact date unknown) and entire system was explanted to address issue. Patient implanted with new system (B)(6) 2020.